Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting that the impedance issue resolved after the replacement ins was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative regarding a patient who was implanted with a neurostimulator. It was reported they were replacing the patient's implantable neurostimulator (ins) because it had hit elective replacement indicator (eri) but when the representative had checked the battery voltage in the operating room (or), it had showed 2.74. The representative reviewed that the patient had compromised impedances associated with contact 3. The impedance values were c<(>&<)>3: 14559; 0<(>&<)>3: 13486; 1<(>&<)>3: 14838; 2<(>&<)>3: 14980. The representative had no historical impedances for the patient and it was noted the replacement would occur on the day of the call. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis found no significant anomalies. Analysis determined that the implantable neurostimulator (ins) output and telemetry were acceptable; however, the battery is near normal battery depletion. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. A computer longevity estimate was completed based on the parameters the device had when received for analysis. The information obtained from the ins upon receipt indicated the device had reached eri (elective replacement indicator). The ins was received with the eri bit set. The ins had good telemetry and output. Longevity estimates were done based on the parameters from each of the three available groups. Group a was the active group, however, it is not known which group was used more during the implant life. An estimate was done at 500 ohms impedance and at a 1000 ohms impedance for each of the groups since the actual group impedance was unknown. The group impedance was likely lower than 1000 ohms because there were multiple active electrodes in the unipolar configuration. For group a, the estimate ranged from 20 months to 2.72 years to eri. For group b, the estimate ranged from 2.13 years to 3.36 years to eri. For group c, the estimate ranged from 16.88 months to 2.35 years to eri. According to the trace report taken from the ins, the battery depleted to eri in 2.41 years ((B)(6) 2015 to (B)(6) 2017). Based on this information, the ins reached a normal eri condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4). If information is provided in the future, a supplemental report will be issued.